Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, it was verified that the display has a missing segment at d16 on the ui board. The ui board was replaced and the unit functioned as designed.

Event description:
It was reported that the display segments are missing on the rad-87 device. No known impact or consequence to patient.